Event description:
Information received indicates the left siderail will not unlock.

Manufacturer narrative:
The technician replaced the siderail to repair the bed. Analysis of the returned part indicates the siderail would not latch.